Event description:
A depuy mitek rep is reporting that during an arthroscopic shoulder repair, a portion of the distal tip of a 4.4 mm helix inserter broke off into the anchor within the bone hole. The fragment and anchor were retrieved and the procedure was concluded successfully without further incident using a 5.5mm helix for fixation. There was no harm or consequence to the pt.

Manufacturer narrative:
Mitek is awaiting receipt of the complaint device towards conducting a failure analysis to determine a root cause for the reported event. The results of the evaluation will be the subject matter of the follow-up report.